Manufacturer narrative:
Clinical evaluation 10 years after primary cementless dm tha, the cup gets loose and it is replaced. The primary surgery was executed with a rather low resection at femoral level, which probably required the use of the xxl head. In spite of this, the replacement apparently served well for ten years. The secondary mobilization of the cup, in absence of trauma, is a rare occurrence and we do not have any clue that can lead us towards understanding the reasons. We would therefore have no choice but recording this event as idiopathic aseptic loosening. Batch review performed on 27 april 2026 lot: 154801: (B)(4) items manufactured and released on 25-nov-2015. Expiration date: 2020-nov-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event following primary hip arthroplasty, and its causes are often multifactorial or remain unknown. In this specific case, the secondary mobilization of the cup occurred in the absence of any reported trauma and represents a rare occurrence for which no definitive contributing factor could be identified. The investigation performed, including the device history record review, did not reveal any indication of manufacturing-related nonconformities or any potential issue with the device that may have caused or contributed to the event. Therefore, based on the available information, the event is considered consistent with an idiopathic aseptic loosening.

Event description:
Revision due to cup loosening after about 10 years and 2 months from primary. There were no indications of trauma. The surgeon revised the medacta cup and liner to a competitor cup and liner and revised the medacta 28mm cocr head xxl to a d 28 biolox option head with sleeve. The surgery was completed successfully.